Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfa system. It was reported that the system was making a humming noise before the system went blank. A system reboot was attempted. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined as a defective fuse. The defective fuse may have caused too high of an input current resulting in a burned f1 fuse and failure of the cooling unit board. The affected board was exchanged and the system was returned to clinical use. No further notifications have been reported.